Event description:
It was reported that the patient was experiencing ineffective stimulation due to impedances on both the thoracic and cervical systems. Programming was unable to resolve the issue. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.